Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. The programmer files were reviewed. Please refer to the attached analysis report (B)(4) for complete details. Conclusion: the analysis of the pt revealed increase of ventricular lead above 3 ko within the first week of implantation and presence of non physiologic signals which could be related to a ventricular lead issue (dislodgement, insulation failure, conductor fracture) and/or a connection issue. The physician re-programmed on (B)(6) 2012, the pacing mode to aai. However, he will have to consider a re-intervention to determine whether there is a lead issue and/or a connection issue before activating any function involving the ventricular cavity.

Event description:
This issue was observed at pacemaker check before pt¿s discharge on (B)(6) 2012. At the device interrogation, abnormal ventricular lead impedance was confirmed (over 3000 ohms). Both sensing and capture issues were confirmed. Some ventricular noise episodes dated (B)(6) were confirmed in aida memory. The device was re-programmed to aai/70ppm. Lead extraction and adding a new lead will be discussed when atrioventricular block and atrial fibrillation with slow ventricular response occur. According to the physician, lead failure in such a short period cannot be considered, so connection failure could be suspected. The terminal pin of ventricular lead was confirmed to be protruded about 1mm from the terminal block.